Manufacturer narrative:
(B)(4). Report source: switzerland. Customer has indicated that the product twill not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 -01761.

Event description:
It was reported that a patient underwent a hip revision after an unknown amount of time post implantation due to the ceramic head coming off the poly bearing and luxation of the hip joint. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h6 reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: records were not provided for the initial right hip arthroplasty performed on an unknown date. Subsequently, the patient fell during the middle of the night about 3 weeks after the initial surgery and dislocated the hip. A closed reduction could not be performed, so an open reduction was performed to remove the liner and head and place new zimmer products. No complications were noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was noted the dislocation occurred due to a fall. As the reason for the fall is unknown, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.